Event description:
It was reported that the patient experienced blurred vision at distance and reading after the implantation of a preloaded toric intraocular lens. As a result, the lens was explanted during secondary surgery and replaced with another model lens. Preoperative best corrected visual acuity was 20/50, and postoperative was 20/25. There were no reports of unplanned vitrectomy, incision enlargement, or sutures. The directions for use were followed. The patient fully recovered. No additional information was provided.

Manufacturer narrative:
Section a3b : unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: sep 10, 2025 section h3: evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed. The lens was cleaned and no issues were observed that could cause or contribute to the complaint issues reported. No further evaluation was performed. The complaint issues reported could not be confirmed during product evaluation, and no issues were identified. Manufacturing record review: the manufacturing records review for this purchase order shows that the units were released within specification. No process deviations, nonconformances (nc/nr), or capas were found as part of this manufacturing records review. The lens diopter results obtained from the miq electronic system show that this purchase order was released within diopter specifications. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.